Event description:
As reported via the study, seven months after percutaneous transluminal angioplasty of the right medial anterior tibial artery was performed with a savvy pta catheter, a pt developed a wound on his right plantar foot with phlegmona. The wound had been present at screening, but was fully healed at the 6 week follow-up visit. A new wound re-appeared at the same location as the previous wound. The pt was hospitalized for an ulcerectomy with the foot cut open, necrectomy, and lavage. At the time of the index procedure, the pt was treated for a lesion located 25cm distal to the distal edge of the patella in his right medical anterior tibial artery. The lesion was de novo, 16mm in length, calcified, concentric, and 90% stenotic, the minimum lumen diameter before the procedure was 0.3mm and reference diameter was 3.5mm. There was no thrombus present at the site. The lesion was dilated with a 3.5 x 40 mm savvy balloon at 8atm with a residual stenosis of 0%. There was no evidence of vessel dissection.

Manufacturer narrative:
A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Additional info will be submitted within 30 days of receipt.